Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart, blank display and watchdog timeout. The customer¿s blood glucose level was 88 mg/dl at the time of the incident. Troubleshoot could not resolve the issues. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump is expected to be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.insulin pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, self-test, unexpected restart test and excessive no delivery test. No unexpected watchdog timeout error alarm, external error alarm, unexpected restart error alarm or displayable history check failed on startup error alarm noted during testing. Unit was received with normal operating currents and no unexpected off no power alarm, low battery alarm, blank display or constant tone noted. Unit was received with minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip, stained end cap sticker and stained address/serial number label.